Event description:
The customer reported a failure to discharge using paddles. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge using paddles. There was no report of negative pt impact. The biomed tested the device and there was no trouble found. Info obtained during this investigation found that the user confused the paddles contact indicator with the charge indicator. The device passed all testing and was returned to service.